Manufacturer narrative:
Insulin pump received with broken reservoir tube lip, cracked case at the reservoir tube window corners and cracked reservoir tube window. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Customer reported via phone call that the chuck of plastic broken off the top of the reservoir compartment. Blood glucose level of the customer unknown. The customer also reported that the reservoir was able to lock in to place when inserted in to insulin pump. Customer was advised to discontinue use of insulin pump and revert to back up plan. Troubleshooting was performed and device will return for analysis.